Manufacturer narrative:
Controller / con190550; exp date: 07/31/2016: mfg. Date: 07/31/2015. Controller / con190583; exp date: 07/31/2016. Mfg. Date: 07/31/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected.

Event description:
It was reported that the patient's controller was hot to the touch. No consequence to patient. No additional information available.

Manufacturer narrative:
(B)(4). The reported event of controllers feeling warm to the touch could not be confirmed on the returned controllers, con190550, con190583, and con190953. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis revealed that the devices met specifications. The devices passed visual examination and functional testing. The controllers were allowed to run for over three hours. After this time elapsed, the temperatures of the upper and lower surfaces of the controllers was measured. Results revealed that the controllers' surface temperatures were within normal range and felt normal to the touch during testing. The controllers contained an approved alternate mosfet transistor. Controllers with the alternate mosfet transistor may operate at high temperatures but still within the manufacturer's temperature operating range. As a result, the patient may perceive the controller as operating warmer. However, the controllers involved in this complaint were found to be operating at normal temperatures. No failure detected, the reported event could not be duplicated at the bench level. Con190550 - controller. UDI #: n/a; 18aug2016. (B)(4). Con190583 - controller, UDI #: n/a; 18aug2016. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.